Event description:
The consumer states the wheels on his chair are cambered out at the bottom. He thinks it may be from going over ruts in the sidewalks and streets. He was unable to find a serial number on the chair, but states the chair is about 5 1/2 years old.